Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. Visual and photo inspection concluded that a pin is seized in the guide. Dimensional analysis of the guide found 2 of the 6 pin holes were conforming. The remaining holes either contain the pin or exhibit galling which have reduced their diameter. Based on the lot number, the guide has an approximate field age of 5 years and 8 months. No other complaints of any type have been reported for the guide. The device was used for treatment. It is possible that damage to the guide and/or the pin occurred during previous use and this damage caused interference between the two. This interference could have generated particulates that became trapped between the pin and the guide, thus potentially causing friction and eventually device seizure. The damage can most likely be attributed to normal wear and tear. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that during extremity arthroplasty, a threaded pin locked into a cutting guide and was unable to be removed.